Event description:
In 2009, a dentist informed 3m espe that a middle-aged female pt reported experiencing anaphylactic shock the evening following a dental restorative procedure. The restorative procedure was performed the day prior and included the use of benzocaine, septocine, a 40% etch product (product name not disclosed to 3m espe), along with two 3m espe products: 3m espe filtek supreme plus flowable restorative and 3m espe adper easy bond self-etch adhesive. Patient appeared to be fine when leaving the dental office. In the evening on the same day, the pt was reported to have experienced a heavy pressure in her chest. The pt went to the ER where she was evaluated for potential heart attack (result of evaluation was not provided to 3m espe). During the ER visit, the pt was administered oxygen, IV, fluids, steroids and benadryl. The pt went home that same evening. It was reported to 3m espe that the pt is fine now.

Manufacturer narrative:
Results and conclusion: device was not returned to 3m espe, therefore, no eval was conducted. 3m espe is not able to establish a link between the reported symptoms in this case and the 3m espe products. Both 3m espe products have been evaluated for biocompatibility and been found to be safe for their intended use. Further, both products have a favorable clinical use history and 3m espe has not received any other reports of symptoms of this nature following their use. Medwatch FDA 3500a form for 3m espe adpter easy bond is filed under MFR report #9611385-2009-00004.